Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the occlusion testing. Upon further investigation, it was found that the cassette sensor was defective was delaminated. The dso seal was replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.